Event description:
It was reported that the user received an ¿unable to proceed¿ alert during a supply change on an ilet paired with a dexcom g7, experienced difficulty rewinding the pump, and encountered an alert 38 motor stall consistent with a failure to infuse involving the motor component; after guidance to restart and set up the ilet, a dry run succeeded and a subsequent supply change with new supplies resumed delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem identified, aligned with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.